Event description:
It was reported that the user received and immediately cleared an insulin occlusion alert on the ilet and later experienced hyperglycemia up to 236 mg/dl that began prior to a meal announcement; the user does not reuse consumables, occasionally extends cartridge duration to three days, was reminded of the two-day limit, and replacement cartridges, adapters, and a fill kit were arranged. Customer care agent provided support that included customer education on occlusion alerts. Investigation of this case revealed that the cause of the hyperglycemia and occlusion alert was unclear, with no confirmed device malfunction and a potential contribution from extended cartridge duration. No clinical symptoms associated with hyperglycemia reported. Outcomes included resolution of glucose following the meal announcement without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.